Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
Additional information: the intermacs report indicated "clinical symptoms of pump thrombosis - rising ldh and dark urine".

Manufacturer narrative:
Approximate age of device: 1 year and 11 months. The pump and all other equipment belonging to the patient was disposed of and will not be returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Patient outcome information was received indicating that the patient had expired on (B)(6) 2015. The cause of expiration was noted as pump thrombosis. An autopsy was not performed. On unspecified dates, the patient had recently been admitted for pneumonia and sub-therapeutic international normalized ratios. She was discharged to a skilled nursing care center after each admission. On (B)(6) 2014 the patient was re-admitted from the clinic for elevated lactate dehydrogenase levels and concern for lvad thrombosis. The patient¿s antiplatelet therapy included plavix and dipyridamole as she is allergic to aspirin. Interrogation of the lvad history file was unrevealing. The patient is also on sildenafil for pulmonary hypertension and metoprolol for hypertension. While in the hospital, the patient stopped responding to diuretic therapy, her creatinine level was elevated at 4.56 mg/dl and she was hypervolemic with minimal urine output. The patient was followed by the palliative care team for comfort care and expired on (B)(6) 2015.